Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was changing pump settings when a malfunction alarm occurred and the pump stopped all insulin delivery. There was no impact to the customer's blood glucose level. It was indicated that the customer would use manual injections as alternate insulin therapy.